Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected. Customer's blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer received insulin pump error again while troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error detected alarms during testing however, the formatted history file confirmed software error detected alarm, line number 65535 and file ID 65517. Unable to determine the root cause per r&d.